Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent several radiation treatments and device's battery was observed to be depleting from 8.5 years remaining to 4 years in less than a month. Boston scientific technical services (ts) believed that it was likely due to daily device interrogation. Furthermore, the field representative reported that a save to disk and memory dump will be performed. Additional information obtained indicated that the patient finished the treatments and longevity estimates rose accordingly as the patient's interrogation sessions were further apart. Patient further follow-up was being considered outside of routinely scheduled visits. The device remains in service. No adverse patient effects were reported.